Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.1 pocket b3 did not recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication key had been assigned to an incorrect pocket, causing the cubie to open improperly. A field service engineer (fse) assisted the customer in relocating the key to the correct pocket, which resolved the issue and restored normal functionality. The system functioned as intended after field service engineer repaired the device.